Event description:
It was reported that the insulin gauge was inaccurate. Reportedly the customer had an alternate pump for insulin therapy. Customer¿s blood glucose level was 166 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.